Manufacturer narrative:
The reported events were lead dislodgement, insulation damage, loss of capture, and high pacing lead impedance. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. After cleaning and cutting the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. The reported event of insulation damage was confirmed. Visual inspection of the lead found the outer insulation was damaged consistent with procedural damage. The cause of the reported event of insulation damage is consistent with procedural damage. The reported events of loss of capture and high pacing lead impedance were not confirmed. Electrical testing did not find any indication of conductors¿ fracture or internal shorts. X-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer report number 2017865-2023-50401. It was reported that during a follow up in clinic, loss of capture and high pacing impedance were noted on the right atrial (ra) lead. Diagnostic imaging was performed and dislodgement of the ra lead was observed. A revision procedure was performed and insulation damage of the ra lead was observed with blood noted within the ra lead. Additionally, during the revision procedure, blood was also noted within the right ventricular (rv) lead, however, no anomaly of the rv lead insulation was observed. The ra lead and the rv lead were explanted and replaced to resolve the event. The patient was in stable condition.